Event description:
It was reported that this right ventricular (rv) lead was part of a system revision. A pocket revision procedure was performed approximately six months post-implant. The patient is currently scheduled for knee replacement surgery. There were no additional adverse patient effects reported. This rv lead remains in service.